Event description:
It was reported the device kept saying cassette not attached properly. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with scratched lens and cracked downstream occlusion sensor; tamper seals were missing. There was evidence of the error or reported problem in the event history log. The reported problem was not duplicated. Cassette not attached properly was not detected during the functional test. The investigation was unable to duplicate the reported problem and to determine the intermittent of the error. No fault was found. The downstream occlusion sensor was replaced for preventive measure. The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).